Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported that patient called back to troubleshoot issue with programmer not connecting to ins. Patient reported that he had poor communication on patient programmer, patient said as last night now he was getting poor communication with and without antenna. Patient is able to charge implantable neuro stimulator (ins). No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient saw poor communication screen on the patient programmer. Patient said that he is experiencing difficulty with patient connecting with device, patient said he has to try different things and it is taking multiple tries to get it to connect. Replaced batteries, unplugged and plugged antenna back, wrapped antenna real tight. Patient commented it hurts more than it is helping.